Event description:
Involved in clinical incident where unit is believed to have over infused. Syringe changed in driver at 1300 checked by staff nurses - driver checked at 1600 and 7.5 ml had been administered. Pt suffered respiratory depression and decreased level of consciousness. Pt seen by doctor and naloxene administered (antidote to narcotic analgesics) - no further information available. (Hospital ebme tested device and pump ran without changing settings for 6 hours with correct distance travelled i.e. No fault found).